Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The full measured double bend height was within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient's left ventricular lead had dislodged. The lead was explanted and replaced without issue. There were no reported patient consequences.